Event description:
It was reported to philips that the system would not boot up, it was stuck at 00:00. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Upon functional testing, the fse checked the flexvision pc and determined that there was no power to the hard drive. The fse confirmed that the flexvision pc was defective. The defective flexvision pc was returned for analysis, and it confirmed power supply issue. To resolve the issue, the fse worked with biomed staff and replaced the flexvision pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.